Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedics, torbay hospital, united kingdom¿. The article can be found at https://online.boneandjoint.org.UK/doi/abs/10.1302/0301-620x.85bsupp_ii.0850107c. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics, torbay hospital, united kingdom¿. The title of this report is ¿open carpal tunnel release versus the ¿stryker knifelight¿: a prospective, randomised trial¿, published on february 21, 2018, and can be found at https://online.boneandjoint.org.UK/doi/abs/10.1302/0301-620x.85bsupp_ii.0850107c. The report is associated with the stryker ¿knifelight¿ and includes an analysis of the clinical data that was collected on 26 patients. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced numbness over the thenar eminence for 6 weeks.